Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the femoral artery. The totally occluded, eccentric target lesion contained <=45 degree bend and was located in the severely tortuous and severely calcified vessel. A 2.00mm x 9mm maverick balloon catheter was advanced to predilate the lesion. However, the balloon teared up upon inflation due to the high presence of calcium in the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.